Event description:
Healthcare professional reports that she was injured on her right thumb from a piece of glass which punctured the direct check quality control. Uncertain if user was using protective sleeve at the time of the incident.

Manufacturer narrative:
(B)(4). Method: actual device not evaluated. A CAPA was completed for directcheck starting with lots manufactured in june 2011. Each directcheck package includes an insert containing a picture demonstrating the preferred technique to use during activation of the directcheck assembly. In addition, the itc website includes a video which illustrates the preferred technique to use during activation of the directcheck assembly. No product returned. Result: no results available since no evaluation performed. Conclusion: unable to confirm complaint. Device not returned. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Uncertain if user was using protective sleeve at the time of the incident.